Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem), d8 (sud reprocessed and reused), h6 (patient code), h8 (usage of device), h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the first and second bands successfully deployed; however, the remaining bands would not deploy. The procedure was completed at this time. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on october 16, 2020*** it was reported that there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first and second bands successfully deployed; however, the remaining bands would not deploy. The procedure was completed at this time. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.